Event description:
Patient reported that the livongo blood pressure monitor cuff caused reddness and discoloration on their arm due to the tightness of the cuff.

Manufacturer narrative:
The blood pressure monitor associated with this report was requested back but has not been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed.